Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Fse replaced the reagent probe a collar wash vacuum valve assembly to resolve the issue. A beckman coulter (bec) internal identifier for this event is (B)(4).

Event description:
The customer stated that they noticed fluid in the drip tray under the reagent probe a in unicel dxc 600i synchron access clinical system. The leak was contained within the instrument. There is no report of injury or exposure to the operator and no erroneous results were generated due to this event,